Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights, powerled 700. It was stated the headlight cover was cracked and particles were missing. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the headlight cover was cracked and particles were missing. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to getinge technician statement headlight cover was replaced and the affected device was released to use. Provided service report confirms that the malfunction occurred due to the misuse of the device.it was established that when the event occurred, the surgical light did not meet its specification due to cracked headlight cover, which led to missing particles and as a result contributed to the event. Provided information do indicate if upon the event occurrence, the device was or was not being used for patient treatment.review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of missing particles from underside cover is very low.according to subject matter expert at manufacturer¿s, based on the photographic evidence provided to the record by getinge technician it was possible to determine that with full certainty the affected device had taken a severe knock, which resulted in the broken underside cover.we believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.getinge shall continue to monitor for any further events of this nature and do not propose any action at this time.

Event description:
Manufacturer's reference number (B)(4).